Event description:
Around (B)(6) 2023 I went to buy saline wash for (B)(6) wound. I purchased 3 small non-clear bottles. I used all three bottles in a matter of a few months. I returned to purchase more at (B)(6) where I purchased the first 3 bottles. The woman told me that the bottles were contaminated and gave/sold me a can of saline wash. I did not keep the bottles I used on (B)(6) wound. Problem occurred in (B)(6) 2024. "(B)(6)," mother, guardian. Ref reports: mw5167710, mw5167711.